Event description:
The report received from the study indicated that a patient was enrolled and received a 2.5x23 mm cypher stent to the svg to the lad for taxus in-stent. The patient returned approximately 13 months later for surveillance angiogram after an abnormal stress test. The patient was found to have an ostial lesion in the left circumflex which was treated with a single cypher stent. However, a small area of dissection was noted and it was treated with a second cypher that overlapped the previous stent, extending into the left main. The previous cypher stent in the svg to the lad was patent.

Manufacturer narrative:
The report received from the study indicated that a patient was enrolled and received a 2.5x23 mm cypher stent to the svg to the lad for taxus in-stent restenosis. This product is indicated in de novo and in-stent restenotic lesions in native coronaries. Eight months later, the patient returned for repeat angiogram for evaluation of chest pain and abnormal stress test. The patient was found to have once again in-stent restenosis and was treated with balloon angioplasty. The patient returned 4 months later for an angiogram to evaluate recurrent chest pain, and was found to have cypher and taxus in-stent restenosis of the svg to the lad. It was treated with balloon angioplasty and brachytherapy. The patient returned approximately 6 weeks later for surveillance angiogram after an abnormal stress test. The patient was found to have an ostial lesion in the left circumflex, a non-target vessel, which was treated with a single cypher stent. However, a small area of dissection was noted and it was treated with a second cypher that overlapped the previous stent, extending into the left main. The previous cypher stent in the svg to the lad was patent. The product was not returned for analysis. Device history record (DHR) review was not conducted as the sterile lot number was not available. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, the patient's aggressive disease, vessel characteristics (svc, restenotic) and procedural factors may have contributed to these events. Please note that the restenosis of the initial cypher stent was reported by the institution as part of the physician sponsored ide. This report, an initial and final report, pertains only to the dissection event associated with the device used to treat the ostial lesion in the left circumflex. It was reported late as on oversight.